Event description:
It was reported that during a gastric band procedure, the injection port disconnected and the catheter broke at the junction with the box. Another device was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.